Event description:
Shock delivered notification was received on the customer support helpline queue. Ems was dispatched. Patient's caregiver confirmed therapeutic shock. Patient was sitting when the alarm went off. Patient was awake and heard it. However, patient did not push the alert button and therapeutic shock was delivered. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis.therapy cable could not be retrieved from the field. The returned monitor passed both isl (safety) and eit (performance) testing. Patient was in svt with a high ventricular rate and a wide r-wave duration. The device determined the presence of a shockable rhythm based on thresholds set for rate and duration per prescription. The patient likely failed to cancel the shock by pressing the alert button. There is no indication of a device malfunction or noise contributing to the device detecting a ventricular rate higher than the defibrillation threshold.